Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a scratched case, a broken belt clip slot, a cracked reservoir tube lip, a scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the customer's insulin pump's display screen was scratched. The customer's blood glucose level was 125 mg/dl. Standard troubleshooting was performed. The customer believed the damage occurred when he fell on the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.